Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined sample and did not find anything to contribute to the reported event. Performed flow rate testing and found there was no flow. The balloon was dissected and encrustation was found blocking the drainage lumen. This was not a manufacturing-related condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿17. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the foley catheter appeared to have migrated to the glans. The area was hard to palpate, so an attempt was made to deflate the balloon via the balloon inflation port. However, the fluid was not able to be aspirated. It appeared that the foley was blocked because there was no foley output, and the catheter was not able to be flushed. The foley was removed using lidocaine. Upon removal the foley balloon was intact; however, was unable to be deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter appeared to have migrated to the glans. The area was hard to palpate so an attempt was made to deflate the balloon via the balloon inflation port. However, the fluid was not able to be aspirated. It appeared that the foley was blocked because there was no foley output, and the catheter was not able to be flushed. The foley was removed using lidocaine. Upon removal the foley balloon was intact; however, was unable to be deflated.